Event description:
Report received from the USA stating the device was "running loud and rough". The device was being used during neuro surgery. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.